Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead has had intermitted jumps in high out of range shock impedance (125 ohms to 180 ohms). All other measurements are within normal range. A technical service consultant provided recommendations for lead integrity testing, and x-ray imaging. The rv lead remains implanted. The physician will monitor the patient closely over the home monitoring system. No adverse patient effects were reported. It was reported that additional testing was completed on this rv lead. Sync shocks at low and high energy was performed to exclude lead fracture. In range parameters were reported: 109 ohm and 116 ohm at low and high energy respectively. X-ray imaging was completed, and confirmed no fractures seen. The physician will monitor the patient closely.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead has had intermitted jumps in high out of range shock impedance (125 ohms to 180 ohms). All other measurements are within normal range. A technical service consultant provided recommendations for lead integrity testing, and x-ray imaging. The rv lead remains implanted. The physician will monitor the patient closely over the home monitoring system. No adverse patient effects were reported.